Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.

Event description:
It was reported that, surgeon revised for infection, "washed out" wound and replaced insert and head.